Event description:
It was reported that the device had multiple electrical resets over a one month time period. It was also reported that upon interrogation, it was found that the device was pacing at vvi 65 at high output. Additionally, it was noted that the patient was lost to follow-up after implant. The device was reprogrammed and the output was lowered; the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the save to disk of the device was reviewed. It revealed a critical ram parity error logged on (B)(4) 2010. Power on reset (por) severity is considered low as device should be able to recover fully after reset. Concomitant product: 4076 implantable pacing lead: (B)(6) 2007. (B)(4).